Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through filling and loading a new cartridge on the pump and instructed them to disconnect tubing at the t:lock and fill tubing. Despite these efforts, the caller received a cartridge alarm issue, so technical support decided to replace the pump. Customer reverted to an alternative method of insulin therapy.